Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Per additional information from the technician, the bad performance was originating from the circulation pump. The pump performance in % was also very high just for warming up. Circulation pump was replaced during the pm. It was reported that the device needed over half an hour to reach over 30°c. A drain valve was leaking. Pm performed. Mixing pump, heater, circulation pump and drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, in an arctic sun device the pumps were very weak, the system was filling itself up very slow with new water and it needed over half an hour to reach over 30°c. The pump performance in % was also very high just for warming up, and a drain valve was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, in an arctic sun device the pumps were very weak, the system was filling itself up very slow with new water and it needed over half an hour to reach over 30°c. The pump performance in % was also very high just for warming up, and a drain valve was leaking.